Event description:
The customer had called about an alarm that occurred. Troubleshooting was done and the pump passed testing. It was conveyed to the customer that the cause of the alarm was site related and to change out the entire set. A few days later, the customer was hospitalized for hyperglycemia. During the leadscrew test, the pump alarmed and was advised that a replacement will be sent. No further details.